Event description:
It was reported the pt experiences pain up her back and down her leg when stimulation was on. Diagnostic testing revealed low impedance readings with the model 3186 lead implanted on (B)(6) 2013. Surgical intervention was undertaken and the intra-operative testing revealed impedances within normal range. The pt's ipg was also relocated (reference MFR report: 1627487-2013-16044).

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.